Manufacturer narrative:
Investigation: final end run values were obtained from the run date file for this event. The donor's final fluid balance was calculated based on the final end of run values with the consideration of the extra volume of saline the donor received because of the open inlet saline roller clamp. Tbv processed (ml) = 4.88. Patient blood volume processed (ml) = 23127.05. Fluid balance (ml) = 1669.80. Fluid balance (%) = 135.26. Final fluid balance with extra saline = 156%. The procedural cautions section of the spectra optia apheresis system essentials guide states that if the roller clamp on the saline line is left completely open when the patient is connected, the patient will be quickly infused with a large volume of saline. Root cause: based on the customer's statement, the cause of the unintended delivery of saline was an open inlet saline line clamp. The clamp was unintentionally left open during the procedure, despite the operator's confirmation on the screen display that the clamp was closed.

Event description:
The customer reported that she was about 55 minutes into a mononuclear cell (mnc) collection procedure, and she was continuing to get "interface is taking too long to establish' alarms. During troubleshooting with the terumo bct clinical support, she discovered the saline bag was empty and that she had left the saline roller clamp open. The clinical specialist informed the customer that the donor was now 1000ml positive for fluid balance. The customer closed the saline roller clamp, spiked another bag of saline and was able to complete the procedure successfully. Per the staff nurse there was no medical intervention required and no patient (donor) follow-up was needed. The donor was in healthy condition following the procedure. The customer declined to provide the patient's (donor) identifier and age. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Based on the customer's statement, she had inadvertently left the inletsaline roller clamp open and this was the root cause of the 'interface took too long to establish' alarm. The operator closed the clamp and spiked another bag of saline. She was able to establish the interface and complete the procedure after closing the inlet saline roller clamp.